Event description:
This is a spontaneous report by a baxter employed health professional in (B)(6) of patient made mistake/break in aseptic technique and peritonitis with gram negative organism in a patient coincident with dianeal pd2 ultrabag (dianeal pd-2 peritoneal dialysis solution ultrabag with 1.5% dextrose) therapy. On an unreported date, the patient began dianeal pd2 therapy intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapy was ongoing. On (B)(6) 2012, the patient experienced peritonitis with gram negative organism and was hospitalized that same day. The cause of the peritonitis was reported as the patient made mistake/break in aseptic technique. On an unreported date, the patient began treatment with fortum (250 mg, ip) and vancomycin (500mg, once in 5 days, ip). The date of onset of this peritonitis episode is unknown.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique issue and peritonitis. Complaint is confirmed because nurse reported break in aseptic technique by patient was described as the patient made mistake/break in aseptic technique. The assignable cause is undetermined. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique.